Manufacturer narrative:
(B)(4).

Event description:
The complaint states that prompted initial setup on its own on the mobile app was reported. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required: it was indicated that the patient was using an unsupported operating system, which is misuse of the device.

Manufacturer narrative:
(B)(4). B4: date of this report - correction b5: event or problem description - correction h2: correction h6: event problem and evaluation codes - correction h10: corrected data.